Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number 257387(B)(4) event occurred in israel. It was reported that the patient went to emergency due to suspected abscess event. Due to the event, the patient was prescribed with oral antibiotics therapy. No further information available.